Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during post field action testing, the ht70 ventilator failed the flow sensor transducer/flow sensor board calibration of the blue tube dp calibration. There was no patient involvement at the time of the reported condition. The service engineer disassembled ventilator and checked all relevant connections for leaks. Found a small amount of debris within the airway flow sensor autozero solenoid. Cleaned the airway flow sensor autozero solenoid and the found condition was resolved. Ventilator passed all tests and calibrations as outlined by the service manual